Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the lower than intended placement of the endurant bifurcate during implant could not be determined from the pre-implant films provided. Films during and post-implant were not available for review. It is possible that this event was anatomy and/or user related. The proximal neck averaged 31 mm in diameter, was 15 mm in length. The neck contained thrombus, was mildly calcified, and the infrarenal neck was angulated ~45 deg maximum in the a-p orientation, which may have all contributed to the inaccurate delivery. Images during and post-implant of the 36 aortic cuff which resolved this event were not returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 5.4 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as there was thrombosis, calcification, and angulation in the aortic neck. It was reported that during the implantation of the bifurcated stent graft it was inadvertently implanted lower than intended. The physician elected to implant an endurant 36 aortic cuff and the event was resolved. Per the physician the cause of the event was due to patient anatomy, aortic neck angulation. No additional clinical sequelae were reported and the patient is fine.